Event description:
The burr was not broken. The connection between the advancer and the burr was folded during rotation and blocked the system. The lesion being treated was 60-70% stenotic. A 75 mm burr was used for a single ablation. No resistance was met during use of the device. The burr did not become stuck in the lesion and was retrieved without any difficulties. Neither the burr nor the catheter the burr broke off of are available for analysis.

Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr was broken while attempting to treat a very calcified lesion. No pt injuries or complications were reported.